Manufacturer narrative:
The rapicide pa complaint was reported via (B)(6). This incident reported that the user experienced chemical exposure symptoms on her hands. The symptoms were described as itchy white spots on her skin from chemical contact that went away shortly after washing her hands. No additional medical attention was sought. This complaint will continue to be maintained within medivators complaint system.

Event description:
It was reported that a rapicide pa user experienced exposure symptoms on her skin that caused white spots and irritation. No additional medical attention was sought.